Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm. Customer stated that they did not saw the blue shield on his insulin pump after having a 300 mg/dl blood glucose last night and getting an insulin flow block alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and declined for high blood glucose. The event was resolved by reservoir changed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.